Manufacturer narrative:
The device was discarded at the account. The device history record and the non-conformance report database were reviewed for incidents related to the reported part number and lot numbers and for incidents related to the above condition within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.

Event description:
It was reported that the device heated up during a procedure. The account had a back up on hand to complete the case with no delay. There were no allegations of adverse consequences associated with this event.